Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: 1. Strip code: 8. Symptoms: unk. A pt reported they were unable to obtain an accurate result on the meter, when compared to the lab test. Their meter allegedly was inaccurately low. The result on their meter was 189 (no units). The result on the lab meter was 218 (no units). The time difference between pt's meter and lab was unk. Treatment was an unk pill. Pt had the meter coded incorrectly. No further info has been reported.